Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. Sections g3, g6, h2, h6 clinical code, device code and h10 of this report has been updated. After review of additional information received from the reporting site a supplemental MDR is being submitted to retract the previously reported adverse events. The adverse events occurred during a commercial case, with valve implant in the aortic position and did not involve a device malfunction. The cause of death was a cardiac tamponade from a right ventricular tear by the temporary pacing wire used intraoperatively. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, on the day of the surgery, the patient passed away. The caller stated the cause of the death was not on the valve, but was regarding a pacemaker procedure afterwards.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.